Event description:
It was reported that when using the bd pyxis¿ anesthesia station es dexmedetomidine 4mcg/ml nacl 0.9% soln 200mcg/50ml (medid (B)(6)) displayed incorrectly as 2ml vials (medid (B)(6)) during assign and load, despite correct product linkage in barcode management, requiring a full sync without db drop. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required a full synchronization and that dropping the database was not necessary. A technical support specialist (tss) remotely accessed the station, verified that it was not in use, and logged into the care fusion network admin interface. The tss stopped the required services, confirmed that the station was not in retry mode, and completed a backup of the station database. A full synchronization was then initiated without dropping the database and was completed successfully. The tss verified that the station was communicating with the server following the full synchronization, rebooted the station from the station configuration, and confirmed that the reboot was successful. After restart, the medication application launched correctly, and the station was not in a disconnected or critical override state. Communication status was further verified through the pyxis enterprise server synchronization information settings. With normal operation confirmed, the case was closed. The system functioned as intended after technical support specialist troubleshot the device.